Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was not currently in service for some time. The patient needed reprogramming or resetting and hadn¿t been to their health care provider¿s (hcp¿s) office for a while. It was stated that the patient did not specifically note an issue with the device.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v440525, implanted: (B)(6) 2010, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).